Event description:
A customer reported that the surgeon was getting frequent occlusions, but there was no occlusion bell heard during a procedure. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).